Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient and her sister stated they were at the hospital visiting their mother. The follow application on the patient's sister¿s iphone displayed 67 mg/dl; however, the patient was not acting right and the patient's sister suspected that the patient¿s bg must have been lower. Additionally, the cgm and follow app did not alert the patient's ecv was low. The patient was given food, but she remained incoherent. The patient was taken to the emergency department and became unresponsive upon arrival to the ed. The patient received unspecified treatment in the ed and was released. The patient¿s cgm and bg post-treatment were cgm 357 mg/dl and bg 240 mg/dl. Additionally, it was reported that the patient¿s low alert was set to 70 mg/dl and the urgent low was set to 55 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional event or patient information is available.